Event description:
There was no patient involved in this event. This device malfunctioned because device does not switch on.

Manufacturer narrative:
The history log for this device showed the pad-pak had not been successfully installed subsequent to dispatch from heartsine. The returned pad-pak was inserted into the device, the red status led flashed and the device failed to power on. A test pad-pak was installed with the same result. Upon investigation of the on/off circuitry a component fault was found. The fault could not be replicated with the component replaced. The device successfully delivered test therapy and an acceptable measurement was recorded for the test shock. Investigation found the fault can be attributed to the failure of a component of the on/off circuitry. The functionality of the on/off circuit is tested on two occasions during manufacturing. It is therefore concluded that the component failed after dispatch.